Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. It was noted that the right atrial (ra) lead exhibited high thresholds. Also, the implantable cardioverter defibrillator (ICD) experienced unexpected longevity as it had reached end of service (eos). The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.